Event description:
In (B)(6) 2022, a patient in france underwent a procedure for the placement of percutaneous endoscopic gastrostomy (peg) tube with jejunal (peg-j) tube. On (B)(6) 2023, it was reported that during an endoscopy to remove the patient's j tube, an endo gastric bud resulted from the impaction of the flange was observed, and a simple balloon replacement tube was put in to act as a compression on the bud. The patient's buried bumper syndrome was confirmed. It was reported that the tube only arrived in the stomach due to possible trauma from the endoscopy. On (B)(6) 2023, the patient experienced pain and not feeling well. The patient received paracetamol and spasfon systematically for pain. It was reported that the patient is scheduled for a new tube placement on (B)(6) 2023. No further information was provided.

Manufacturer narrative:
Reference record (B)(4). The device involved in the event was removed from the patient and discarded; therefore, a return sample evaluation is unable to be performed. Catalog number in d4 is the international list number which is similar to us list number of 062910. H6 code of 4581 was chosen to capture the event of buried bumper syndrome. Buried bumper syndrome is a known complication of a peg- j tube placement. If any further relevant information is identified or obtained, a supplemental medwatch will be filed.